Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The vancomycin reagent lot number was 769957. The reagent expiration date was requested, but not provided. The field service engineer checked the analyzer. The cell blank had no issue and the water cell blank level was within specifications. No splashing was found around the probes or reaction cell. The customer had no further issues and confirms that results measured with this instrument match other instruments. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the vancomycin assay on a cobas 8000 c 502 module. The sample initially resulted in a vancomycin value of 57.3 mg/l. The sample was repeated, resulting in a vancomycin value of 21.6 mg/l. The sample was repeated on a second analyzer, resulting in a vancomycin value of 19.96 mg/l.